Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Response made because device was not returned. Device not explanted or returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast pelvic mesh product(s). Since that time, the mesh has perforated through to her vagina and she had new bladder problems. She and her husband have completely lost their sex life because it has been too painful. Patient recently noticed that the mesh is now protruding from her rectum. She has been experiencing pain and difficulty passing stool, with significant amounts of blood at times. She has consulted 3 doctors, including the doctor that implanted the mesh, all with differing opinions on how to proceed.